Manufacturer narrative:
The evaluation of the returned pump confirmed the presence of thrombus. Upon disassembly, evaluation of the distal side of the inlet stator revealed a dark red, tissue-like deposition. The deposition had a ring-like structure and areas that were denatured, which are indications that it likely developed in this location over an undetermined period of time while the pump was in operation. The duration of its presence in the pump could not be conclusively determined. Evaluation of the outlet stator revealed a pink, loosely seated, soft deposition. There was no evidence of lamination or denaturing and there were no contact marks on the rotor to indicate that it was present in the pump while it was operating. The evaluation could not conclusively determine the origin of the deposition. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from this testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process. The device operated as intended. A specific cause for the observed depositions and a time-frame for which they were present in the pump could not be conclusively determined; however, they would have potentially contributed to the reported symptoms of thrombus. Device thrombosis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains ongoing on lvad support with the replacement device. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)4). Approximate age of device ¿ 6 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 6 months post-implant, it was reported that the patient experienced unspecified symptoms and pump thrombus was suspected. On (B)(6) 2016, the patient received a pump exchange. Post-exchange, the patient was reported to be recovering as expected. No further information was provided.